Event description:
On 03/01/2007, nellcor puritan bennett received a report of occlusion issues on a 8dct tracheostomy tube. The caller reported a second failure, that the tube was replaced after patient had difficulty breathing. The caller reported the tracheostomy tube was discarded. This report is related to the second occurrence MFR#2936999-2007-00096.